Event description:
A non health care professional reported following an intraocular lens implant procedure, the patient experienced double vision, unhappy with quality of vision and refractive outcome. The lens was later exchanged in a secondary procedure. There was no patient harm and the patient was not hospitalized. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. The lens is cut into two pieces, typical of insertion and removal from the eye. Marks are observed on both pieces of the lens that are in the shape of a surgical instrument used to grasp the lens. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The root cause cannot be determined. A power and resolution inspection could not be conducted due to extensive damage. A non health care professional reported explant due to double vision, unhappy with quality of vision and refractive outcome. The manufacturer internal reference number is: (B)(4).